Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Event description:
Patient representative reported left side "evere pain in my breasts¿, ¿an increase in left breast¿, ¿increased volume in the left breast ¿, ¿small/moderate amount of fluid around the left implant¿, ¿small amount of periprosthetic fluid on the left¿, ¿recall¿, ¿it is as if the prostheses were a ticking time bomb which could burst at any moment, in the case of the patient it literally burst and is leaking into the body¿, ¿swelling¿, ¿slightly lobulated contours, with signs of intracapsular rupture¿, ¿signs of extracapsular rupture¿. Device remains implanted.